Manufacturer narrative:
The scope was returned to olympus for evaluation; however, the device evaluation is still pending results. The scope will be sent to an independent laboratory for culture testing and ethylene oxide (eto) sterilization. As part of our investigation, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized.

Event description:
Olympus was informed that after reprocessing, the scope culture tested positive for escherichia coli. The culture test was performed on the elevator and working channel of the scope using the wet brush and swab technique one day after the scope was reprocessed and hung dry. There was no patient involvement with the scope.

Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory results, and device evaluation findings. The scope was sent to an independent laboratory for microbial testing. The scope tested positive for staphylococcus epidermidis and staphylococcus warneri. The scope was ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. Olympus performed a visual inspection on the device and did not find signs of any foreign material inside the biopsy channel, biopsy port, suction channel, suction port, air/water port, elevator forceps/nozzle, bending section cover, bending section cover glue, insertion tube, distal end cover, objective lens glue and light guide lens glue. Upon further investigation, it was noted that the insertion tube and light guide tube were non-olympus repairs and parts. Based on the independent laboratory results and device evaluation findings, the cause of the reported positive scope culture could be attributed to improper maintenance / insufficient reprocessing of the device. The instruction manual states, ¿this instrument does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or operator injury and/or equipment damage can result. This instrument is to be repaired by olympus technicians only.¿ in addition, the reprocessing manual states, ¿all channels of the endoscope, including the elevator wire channel and all accessories used with the endoscope during the patient procedure, such as all valves, must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators.¿

Manufacturer narrative:
This supplemental report is being submitted to provide the olympus endoscopy support specialist (ess) findings. An olympus ess visited the user facility and provided a reprocessing training on august 30, 2017. The ess observed the reprocessing staff performing the manual brushing steps out of order as to what is stated on the reprocessing manual. In addition, the reprocessing staff was found conducting the same cleaning steps for both the tjf-160 series and tjf-180 series; which the ess corrected and addressed. The user facility also stated that no changes will be made to their reprocessing practice as it is difficult for the staff to separate the cleaning steps by scope type. The ess also made a recommendation for the reprocessing staff to use olympus cleaning brushes as the facility currently uses non-olympus cleaning brushes. The ess provided product information, the tjf reprocessing check list, and videos to address the reprocessing deviations.